Event description:
Reporter indicated tht physician received data transmission error during interrogation of patient. Physician unplugged computer from wall and had no trouble interrogating next patient. Investigation was not able to rule-out potential malfunction or end of service for patient involved in data transmission error.